Event description:
It was reported that the patient underwent a gynecological procedure to treat sui on (B)(6) 2005 and mesh was implanted. It was reported that in (B)(6) of 2009, the mesh was found to be eroded through her vaginal wall, and she experienced pain, inability to sit; with left side pain involving her back, hip; constipation. She has been treated by nine physicians, had 3 mesh revision and removal surgeries, on (B)(6) 2009, and (B)(6) 2011 . And she has had alternative treatments including acupuncture, bio-feedback, massage, infratonic therapy and core strengthening.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that following insertion the patient experienced pain, erosion and dyspareunia. It was reported that patient also underwent and colonoscopy.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui. It was reported that the patient underwent a mesh revision on (B)(6) 2009. It was reported that the patient underwent a mesh removal on (B)(6) 2011 due to pain. It was reported that the patient underwent a mesh removal on (B)(6) 2011 due to pain.